Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax mesh (device #1, device #2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax meshes (right ¿ device 1, left ¿ device 2). Per op notes, ¿on right, indirect inguinal hernia was identified. A medium 3dmax mesh (device 1) was placed over the pubic tubercle and secured to cover the defect using tacks. On left side, direct hernia defect was completely reduced. A left sided medium 3dmax mesh (device 2) was placed into defect and cover the pubic bone using tacks.¿ on (B)(6) 2012 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix light plug (device 3). Per op notes, ¿a diverticular type of defect through the floor of the inguinal canal consistent with a recurrent direct inguinal hernia. Hernia sac was separated from the surrounding transversalis fascia. A small perfix light plug (device 3) was placed in the defect and secured to the transversalis fascia. The floor was reinforced with patch which sutured to pubic tubercle, shelving portion and conjoined tendon.¿ on (B)(6) 2013 ¿ patient was diagnosed with chronic left inguinodynia thereby underwent open repair with the partial removal of mesh. Per op notes, ¿lateral most tack was identified. The mesh (device 2) and tacks were removed. The cavity was filled with gelfoam.¿ on (B)(6) 2014 ¿ patient was diagnosed with persistent chronic left groin pain thereby underwent triple neurectomy. Per op notes, ¿the ilioinguinal nerve was transected. Genitofemoral nerve within the cremasteric bundle was transected. The iliohypogastric nerve in external oblique was transected. The floor of the inguinal canal was intact and mesh (device 2) was palpated through the floor and there was no evidence of recurrent hernia.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #2) may have caused or contributed to the reported event.the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6b, g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #2) may have caused or contributed to the reported event.the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol 3dmax(device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax mesh (device #1, device #2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.